Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the service center, an e321 (battery charger timeout) error code was noted.